Event description:
The hcp reported the pt had fluid accumulate at the pocket site along with a return of symptoms and a headache. The pump was explanted and returned to the MFR for analysis after an implant duration of less than 2 months. A follow up report will be sent when additional info is rec'd.

Manufacturer narrative:
Preliminary device analysis is not complete as of the date of this report. A follow up report will be sent when analysis is complete.